Manufacturer narrative:
The probe handpiece used in surgery was not returned in a timely manner, therefore no investigation could be conducted and a root cause was not determined. No issues were found with the device history record.

Event description:
During a lap chole, the dr noted that the wand was delivering cautery to a portion of the liver that he did not intend to cauterize. It was noted that the outer coating in the area of the wand and tip was disfigured and appeared to be burned. The wand and tip were replaced with undamaged items and the procedure completed. No pt info was provided.